Event description:
Information was received indicating that during infusion of piperacillin-tazobactam using smiths medical cadd administration set, leaking was noted from the filter. No patient consequences were reported. No adverse effects were reported.